Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. (B)(4).

Event description:
Patient reports to the surgeon's office complaining of pain. Upon review of the x-ray, the surgeon reports an acetabular fracture with a malpositioned cup. Patient was admitted to the hospital where the surgeon carefully removed the cup and replaced it with a tritanium revision cup, five screws, a new liner and a head to recreate the proper leg length and stability.

Event description:
Patient reports to the surgeon's office complaining of pain. Upon review of the x-ray, the surgeon reports an acetabular fracture with a malpositioned cup. Patient was admitted to the hospital where the surgeon carefully removed the cup and replaced it with a tritanium revision cup, five screws, a new liner and a head to recreate the proper leg length and stability.

Manufacturer narrative:
There were no reported discrepancies and there were no other events for the referenced lot. The device was not returned so inspection was possible. Insufficient medical information was received for review with a clinician consultant. The exact cause of the event could not be determined because insufficient information was received. Further information such as return of device, pre- and post-operative x-rays as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. The reported event regarding periprosthetic fracture involving a trident shell not confirmed.